Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Slight damage to the mucous membrane on the cheek side [mouth injury] toothbrush disintegrated in the mouth, causing a slight damage to the mucous membrane on the cheek side [injury associated with device] toothbrush disintegrated in the mouth / damaged toothbrush [device breakage] case description: a consumer of unspecified age and gender reported spontaneously via e-mail on (B)(6) 2017 that after approximately 2 weeks of use, an oral-b brushhead, version unknown disintegrated in his/her mouth, causing a slight damage to the mucous membrane on the cheek side. The consumer attached a picture of the damaged toothbrush. The case outcome was unknown. Treatment details: unknown. Relevant history: none reported. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided.